Event description:
It was reported that stent dislodgement occurred. A 2.75 x 38mm synergy xd drug-eluting stent was selected for use in a percutaneous coronary intervention (pci). However, the stent got detached outside the patient when the device was tried to be inserted into the y-connector after mounting the indeflator. Per the physician's opinion, it was possible that a slight pressure was applied and caused the detachment. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent dislodgement occurred. A 2.75 x 38mm synergy xd drug-eluting stent was selected for use in a percutaneous coronary intervention (pci). However, the stent got detached outside the patient when the device was tried to be inserted into the y-connector after mounting the indeflator. Per the physician's opinion, it was possible that a slight pressure was applied and caused the detachment. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the stent found signs of stent damage. The stent was found to be expanded and moved distally along the balloon. Distal stent struts were expanded and damaged and pulled over the distal tip. Due to the level of damage present on the stent, a stent od (outer diameter) could not be accurately obtained. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and the balloon was found to be in a partially inflated state. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a complete hypotube break at 63.5 cm. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.